Event description:
Pt admitted for removal of bilateral breast implants. The pathology report revealed: left breast- capsule, fibrosis-silicone material, right breast-capsule, fibrosis- calcification- silicone material.